Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. UDI: (B)(4). Review of manufacturing history found no evidence of product non-conformance. Visual examination of the returned device confirms the reported condition, as the locking ring was bent. There are scratches that were found near the bent part which indicates the damage may have occurred during the attempt to impact the liner into the tray or removal of the locking ring from the tray. This may have also led to the ring being bent. However, a conclusive root cause could not be determined without additional information.

Event description:
During attempts to implant the humeral bearing, the locking ring was bent. A locking ring from another humeral tray was used to complete the procedure with no patient injury or delay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." And, "the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery."

Event description:
During attempts to implant the humeral bearing, the locking ring was bent. Another humeral tray was used to complete the procedure with no patient injury or delay.